Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The lesion was predilated with a non-bsc balloon and then a 3.50x20mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. Several attempts were made to cross the lesion without success and when the device was withdrawn from the patient it was noted that the stent was damaged. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). The lesion was predilated with a non-bsc balloon and then a 3.50x20mm taxus liberte stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. Several attempts were made to cross the lesion without success and when the device was withdrawn from the patient it was noted that the stent was damaged. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the catheter was visually, tactilely and microscopically examined which found the proximal half of the stent stretched out and covering the distal markerband ~.3mm. The balloon was tightly folded. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).